Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
UDI # is ni as the part and lot numbers were not reported. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reported through the research article, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B2, b3, d6: dates estimated g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na -

Event description:
This is filed to report death. It was reported through a research article, identifying the mitraclip device which may be related to patient death. Details are listed in the article, titled 2d/3d echocardiographic determinants of left ventricular reverse remodeling after mitraclip implantation. Please see article for additional information. No additional information was provided.